Event description:
It was reported that, over the passed year, the shock lead impedance has been gradually rising. The current triad shock impedance measurement was about 130 ohms. The daily measurement limit was increased to 150 ohms. Technical services suggested to consider an induction to verify conversion, as well, to determine the delivered impedance. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.